Manufacturer narrative:
Conclusion - parts on order.

Manufacturer narrative:
Follow-up submitted as further investigation determined the fowler was stuck in an elevated position and could not be lowered due to an inoperable manual CPR release and damaged fowler potentiometer. Added conclusion code.

Event description:
It was reported by repair work order that the fowler was stuck in an elevated position and could not be lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the fowler was stuck in an elevated position and could not be lowered due to an inoperable manual CPR release and damaged fowler potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.